Event description:
Report received from (B)(6) stating that the device "spins free." It is known that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" was confirmed. Reliability engineering evaluated the device. The locking mechanism of the unit was observed to exhibit damage that is consistent power braking. Power braking occurs when the locking mechanism is engaged while the motor is still rotating. It is also possible that the damage may have been caused by a cutter or drive shaft that was not properly inserted into the motor, so the locking pawls did not fully engage and were damaged as the motor rotated. If additional information is received a supplemental report will be sent. (B)(4).